Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with with fortaz and ancef intraperitoneally (dose and frequency unknown). The patient was later discharged from the hospital and continued treatment with unspecified antibiotics. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.